Event description:
It was reported that the patient had a catheter replacement or revision on 2014 (B)(6) because, he was experiencing numbness. The patient had been complaining of this numbness for 2 years. This numbness occurred from the patient¿s chest all the way down his leg. It was worse while he was sitting in a car, as he would go completely numb at this time. A ¿scan¿ showed that the patient¿s catheter had moved off to the left side. Since the catheter replacement, the patient¿s numbness had resolved completely. The device system was used to deliver bupivacaine and dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).